Event description:
It was reported that a spectrum pump alarmed downstream occlusion during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information d9, h3, h6 and h10. H10: the device was received for evaluation. During functional testing, downstream occlusion alarm was reproduced. A review of the event history log revealed 'downstream occlusion!' Messages, however the log cannot be used to determine if the alarms occurred within appropriate pressure ranges. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the downstream sensor being out of specification. The downstream sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.